Event description:
It was reported that the patient experienced symptoms of fatigue. The implantable pulse generator (ipg) was explanted and replaced due to elective replacement indicator (eri). Premature battery depletion is suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).